Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a recurrent double inguinal hernia repair procedure in 2004 and mesh was implanted. The patient reported that 12-18 months following the procedure, the left hernia had recurred and the mesh had moved. The patient experienced right testicular pain and was treated from 2006 to 2012. Since 2013, the patient experienced debilitating pain in the suprapubic area. The patient underwent multiple exams and an unspecified invasive procedure, but no difference was made. No additional information was provided at this time.